Manufacturer narrative:
Date received by manufacturer. Based on the additional information received, the valve is functioning normally and no device failure is suspect. As such, no further investigation will be performed at this time.

Event description:
A mitroflow dla25 was implanted in a (B)(6) male with a native bicuspid valve on (B)(6) 2015. The patient is very fit. A recent cardiology report states that the valve leaflets are not functioning properly due to aortic stenosis. The patient is being monitored and will have additional in-hospital tests conducted in a few weeks before explanting the valve. Additional information received on oct 24, 2017 indicated that the patient had another echo done and the valve function was deemed totally normal. No further action will be taken.

Manufacturer narrative:
This event is considered a near adverse event and is being reported in a conservative manner. The patient is being monitored and follow-up is being conducted regarding the patient's present condition. Device not explanted.

Event description:
A mitroflow dla25 was implanted in a (B)(6) old male with a native bicuspid valve on (B)(6) 2015. The patient is very fit. A recent cardiology report states that the valve leaflets are not functioning properly due to aortic stenosis. The patient is being monitored and will have additional in-hospital tests conducted in a few weeks before explanting the valve.